Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product for failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additionally, further inspection found a dislodged flush tube guide. The flush tube guide was rattling inside the housing. This observation is unrelated to the primary issue. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The dislodged flush tube is attributed to mishandling and misuse. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not move well and had a broken cable. The customer removed and reinstalled the instrument, but it was not recognized. A backup instrument was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed that no fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. No further information provided.